Event description:
The patient was implanted with a left ventricular assist device. The manufacturer received user facility report (B)(4) from the (B)(4) registry indicating that the patient experienced a red heart alarm and the lvad pump stopped for less than 1 minuted.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information on this event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.